Event description:
Revision: (B)(6) hospital on (B)(6) 2020, reason for revision: anterior knee pain and stiffness. Patella not previously done original implant date unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).